Event description:
It was reported that the patient experienced a shocking or "stinging" sensation at the pocket site when three of the four implantable neurostimulator stimulation program settings were used. The remaining stimulation setting caused discomfort in the patient's vagina. The device stimulation was turned down to a more comfortable level. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).